Event description:
It was reported that the device intermittently powered off by itself. There was no pt used associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and observed a loose nut on the battery cable harness, which could cause an intermittent power failure. Physio properly tightened the nut, and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.